Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson (j&j) medtech for evaluation. J & j medtech conducted a visual inspection, and functional test of the returned device. Visual analysis of the returned sample revealed reddish material inside pebax due to a hole in the pebax of the catheter. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The screening test was performed on carto, and the device failed error 106 appeared on the system due the foreign material inside the pebax. All the sensors were measured and were within specification. The force issue reported by the customer was confirmed. It could be related to the damage in the pebax. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. As part of j & j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that at the start of ablation, the contact force became hi. No error code was present. The issue was resolved by replacing the qdot micro catheter. After that, the procedure was completed without any delays. The procedure was completed without patient's consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 25-sep-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.